Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause is depleted main batteries. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
Baxter field service technician serviced a colleague infusion pump in which there was a damaged battery alarm. During baxter's review of the event history, it was discovered that there was a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.